Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported seeing fast retention time of 0.64 minutes (acceptable range is 0.57 to 0.61 minutes) with the g8 instrument. The customer reported that the flow factor was 1.04 ml/min. The tosoh technical support specialist advised the customer to adjust the flow factor to 1.08 in order to get the retention time to 0.59 minutes (acceptable range is 0.57 to 0.61 minutes). The customer reported that after adjusting the flow factor the retention time was at 0.60 minutes. It is not known whether hemoglobin a1c results were impacted due to the out of range retention time. The customer was advised to calibrate, run quality controls, and repeat patient samples that were run prior to change the flow factor. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
H.3. Device evaluation by manufacturer: the customer reported that after calibrating the g8 analyzer and running quality controls there was no change in hba1c patient results between before and after flow factor adjustment. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2017. There were three (3) complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the fast retention time was due to the flow factor needing adjustment. H.10. Additional manufacturer narrative: for corrected data refer to f.9. Approximate age of device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a.